Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the heartmate power module that had been delivered to the patient's home was defective. It was noted that the installation of the delivered equipment was not completed.

Event description:
The patient had been scheduled for home maintenance with abbot and the power module was delivered straight to the patient's home; there it was deemed to be damaged by the abbott representative.

Manufacturer narrative:
Manufacturer's investigation conclusion: the power module (serial number: (B)(6)) is being evaluated for backup battery alarms. The power module was returned for analysis and was evaluated and tested. The power module was connected to power and started as intended. The backup battery alarm activated shortly after startup along with the yellow wrench alarm. The backup battery was replaced, and the alarm resolved. The power module was tested with the new battery. The power module was connected to a mock loop and was able to operate a pump with no alarms active. The power module functioned as intended following the backup battery replacement. No further testing was conducted. The root cause of the reported event was conclusively determined to be caused by the 12v sla backup battery. The device history records were reviewed for the power module (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate ii instructions for use section 3 - ¿powering the system¿ states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.